Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital with sepsis, which was unable to be medically treated and the patient expired. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. The concomitant devices were returned to the manufacturer for evaluation; however, no testing was performed. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that this patient was admitted to the hospital in profound sepsis, which was unable to be medically treated and the patient expired. The pump was not returned to the manufacturer for evaluation. The concomitant devices were also returned to the manufacturer.

Manufacturer narrative:
Updated narrative: a report was received from the clinical database that a patient was admitted to hospital with sepsis on (B)(6) 2015. At the time of her admission, the patient was taking coumadin and coreg and is reported to have had a blood pressure (bp) of 92/88mmg with a mean arterial pressure (map) of 88mmhg. The patient's implantable cardioverter defibrillator (ICD) was interrogated and revealed that her ICD had shocked her three times prior to her arrival for four episodes of ventricular tachycardia on (B)(6) 2015 with a previous episode on (B)(6) 2015. It was unclear from the patient's report whether she had had any clinical compromise during these episodes since she was already hypotensive, feeling ill and oliguric. These symptoms were thought to be secondary to her sepsis. Her arrhythmia was treated with intravenous (IV) amiodarone and her coreg held. The patient's bp declined to 63/54mmhg. Her hypotension was thought to be related to dehydration. Diagnostic testing revealed anemia, renal dysfunction and hepatic dysfunction. She was treated with normal saline, two units of packed cells, IV sodium bicarbonate, IV bumex and norepinephrine. Nephrology was consulted but felt that her condition did not warrant dialysis at this time. Later that same evening in the intensive care unit, the patient is reported to have had a witnessed seizure. She is reported to have been able to communicate during event. The patient was given IV ativan in divided doses but this failed to break her seizure. She was then started on IV propofol with immediate cessation of the seizure. The patient was further treated with IV keppra and she was intubated to protect her airway. The patient is also reported to have developed tachycardia that was deemed to be likely supraventricular tachycardia (svt) though no rhythm strips of electrocardiograms were recorded/available. There was no report of hemodynamic compromise with this event. It appears that the patient may have received adenosine as treatment but this could not be confirmed. Diagnostic testing revealed a supratherapeutic international normalized ratio (inr) and thrombocytopenia associated with her hepatic dysfunction. A computerized tomography (CT) revealed findings consistent with a hemorrhagic conversion from an embolic infarct with no evidence of herniation. The site reported that the patient did not receive her home-prescribed coumadin during this admission. On (B)(6) 2015, the patient's respiratory status had improved and her medical team was considering extubation. A follow up head CT revealed worsening intracranial hemorrhage and she was continued on mechanical ventilation for airway protection. On (B)(6) 2015, the patient was reported to developed tachycardia deemed to be likely svt or atrial fibrillation with heart rates of 140-150bpm. A physician's notes reported that this was associated with occasional drops in the hvad flows to the "3s" but which rebounded spontaneously with the patient's return to normal sinus rhythm. During this time, the patient's ICD fired again overnight. A repeated head CT scan on (B)(6) 2015 revealed stable results. She is reported to have failed a spontaneous breathing trial related to tachypnea and weakness. The patient's condition was reported to have continued to decline and she was noted to be in atrial fibrillation with a rapid ventricular response that terminated spontaneously and her coreg was re-started. She is reported to have wakened easily and required minimal ventilatory support. During the afternoon, her heart rate increased to 160-162bpm and she was given IV metoprolol with effect and required multiple doses of IV adenosine over the ensuing hours. Due to her poor prognosis, a family meeting was held and a decision was made to withdraw support (including turning off her ICD and extubation). Her last recorded bp was reported to be 24/18mmhg with a map of 20mmhg. The patient expired on (B)(6) 2015. The cause of death was recorded as stroke with septicemia as the primary cause. No autopsy was performed and the hvad device was not explanted post-mortem. The primary investigator reported that the seizure/cva event was possibly related to the hvad device; while the arrhythmia, renal dysfunction, hepatic dysfunction and respiratory failure events were reported to be related to the patient's condition and unrelated to the hvad device. The device remains implanted in the patient post-mortem and is thus not available for return to the manufacturer.  With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the event include the patient's past medical history of cervical cancer, her recurrent and ongoing infections, the therapeutic use of anticoagulation/antiplatelet medications and the progression of her underlying disease process. There are patient and pharmacological factors that may have contributed to this event. Updated labeling: the system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure.  It is designed to assist a weakened, poorly functioning left ventricle.  The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support.  The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Death, cardiac arrhythmias, hepatic dysfunction, renal dysfunction and respiratory dysfunction are known potential complications that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the clinical study that the patient was admitted to the hospital on the (B)(6) 2015 for sepsis. She was in the intensive care unit (ICU) when late in the evening of that same day, she began having a witnessed seizure. She was awake and able to communicate during this time, but ativan 2.5 mg intravenous (IV) in divided doses failed to break the seizure. Propofol 20 mg IV was given and the seizure stopped immediately and keppra was given as well. Patient was intubated for airway protection and a CT scan was done that showed a parenchymal hematoma present within the left occipital lobe which was thought to represent hemorrhagic commands and required minimal vent support. On (B)(6) 2015, the neuro team opted not to do any surgical procedures but focused on lowering inr. The patient received 7 unit's fresh frozen plasma (ffp) and 2 units of platelets but continued to bleed with repeat cts showing new areas of hemorrhage. Due the poor prognosis, a family meeting was held. Support was withdrawn and subject died at 17:02 on (B)(6) 2015. There was no autopsy and the device was not retrieve and was buried with the subject. The death certificate was not completed and lists stroke as a result of septicemia as primary cause of death, the principle investigator feels the cause of death was the sepsis, though certainly the decision of the family to terminate support was influenced by the stroke(s). No additional information available. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.